Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The cause was undetermined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding assistance with a system error (se) 2240 while using the homechoice (hc) during dwell 3 of 4. The hp cycled the power to the hc. The technical service representative explained possible causes of alarm. There was no patient injury or medical intervention indicated at the time of the initial report.